Event description:
Medtronic received info that this bioprosthetic valve, implanted 2.5 years, was explanted due to high gradients.

Manufacturer narrative:
Eval results: device history review found the product met specs when released for distribution. Conclusion: cause of event attributed to pt related condition. Analysis: upon receipt at medtronic's quality laboratory, the edges of the sewing ring were rolled and scalloped, possibly due to sizing. A section adjacent to the right cusp and left right inferior coaptive area were rolled toward the inflow. Another section adjacent to the non-coronary cusp was rolled toward the outflow. All leaflets were slightly stiff but flexible except where host tissue was attached. The right non-coronary and non-coronary left commissures were intact. Remnants of pannus remained attached to the inflow edge of the sewing ring adjacent to the non-coronary cusp into the non-coronary left inferior coaptive area and 1 to 2.5 mm onto the non-coronary and left cusps, possibly reducing the inflow orifice area. Pannus on the outflow rail of the non-coronary cusp extended to the right non-coronary and non-coronary stent posts, covering the top of the right non-coronary commissure along the outflow margin of attachment of all cusps. Pannus extended onto the cusps on the outflow adjacent to the margin of attachment. Radiography shows two spots of mineralization in the existing host tissue adjacent to the right non-coronary and non-coronary left commissure stent posts. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.